Manufacturer narrative:
(B)(4). Date of event: event occurred in 2016. Implant date: implant date is unknown, however, it is known to have occurred in (B)(6) 2006. Explant date: explant date is unknown, however, it is known to have occurred in 2016. Concomitant medical products: unknown nexgen articular surface, catalog #: unknown, lot #: unknown, unknown nexgen femoral component, catalog #: unknown, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02630 0001822565-2018-02633 0001822565-2018-0263. Product location unknown.

Event description:
It was reported that the patient underwent a right total knee arthroplasty. Subsequently, the patient was revised on an unknown date due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it is noted that the tibial component was not revised during this procedure and is, therefore, not reportable.